Manufacturer narrative:
(B)(4). Feeder shoe. Additional information was requested and the following was obtained: which firing of the device did this event occur on? ---from the 2nd. Was the clip fully advanced into the jaws prior to firing? ---no. Was there any torquing or twisting of the device present at the time of firing? ---no information. Was any unexpected resistance felt while firing the trigger? ---no information. Were any unexpected noises heard? If so, when? ---yes, at firing. Did anything unexpected happen prior to this incident? ---no information was the device fired after this incident in or out of the patient? ---no information the analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. No conclusion could be reached as to what may have caused the reported incident. A normal noise was noted during firing. The noise was determined to be caused by the over load module. The over load module is designed with a preload spring force that must be stronger than the combined forces to translate the forming system forward and to form the clip. This force balance is necessary to ensure that any mis-use that can result in high forming forces (i.e., closing the jaws across an unintended object such as another clip or a cholangiogram) does not allow the user to apply excessive force to the forming system. In addition, the device locked out as intended but the orange visual indicator was over-traveled. When this occurs, the indicator wheel may continue to rotate after indication of a completely fired device. Please note the over-travel of the indicator wheel is not related to the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when the device was approached to the cystic artery, the clips came out in a row and fell out. The fallen clips were retrieved. After that, the clip became not to be fed into the jaw properly. Another device was used to complete the case. There were no adverse consequences to the patient. The doctor commented that the device had been used as usual.